Event description:
One (B)(4) stent was implanted at the mid rca during index procedure. Approximately two weeks post initial stent implant a staged procedure of the proximal lad was carried out. One drug-eluting stent from another manufacturer was implanted. A ptca revascularization of the proximal lcx was carried out approximately three weeks post initial stent implant, one (B)(4) stent was implanted. It is reported that the patient suffered an acute non-stemi on the same day. A repeat angiography was performed due to this event. Investigator has indicated that event was not related to the target lesion. Investigator assessed the event as a non-q-wave mi and has not indicated location of infarction. Patient was taking asa and clopidogrel /ticlopidine 24 hours prior to event. Investigator reported dissection into a target vessel after study stent. Clinical events committee has identified a definite stent thrombosis event. It was reported that the stent thrombosis occurred in the lcx on the same day as the above mentioned mi. No further details are available. Patient was asymptomatic at 30 day follow up. Stent thrombosis was reported to have occurred at the proximal lcx approximately three months post ptca revascularization and stent implant. Associated clinical signs and symptoms were reported to be angina <(>&<)> ischemic ECG changes. Patient was taking antiplatelet therapy 24 hours prior to the event. It is reported that a CABG surgery of the proximal lad was carried out on the same day as the reported stent thrombosis. Investigator has indicated that event was a life threatening event and was related to the study stent. An acute stemi is reported to have occurred on the same day. The patient sent for his doctor due to chest pain. A repeat angiography was performed due to this event. Investigator indicated that event was related to the study stent. Location of infarction is reported as non-determinable. Investigator assessed the event as unstable angina. Patient was taking asa and clopidogrel / ticlopidine 24 hours prior to event. A CABG surgery revascularization of the distal lad and the 2nd obtuse marginal is reported to have occurred the following week. Investigator indicated that events were not related to the study stent. Patient was asymptomatic and free of symptoms at 6 month follow up. (B)(4).

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (mi). (B)(4).